Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that prior to final release, the valve was recaptured at least two times due to the doctors being unsatisfied with the depth of the valve.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was provided for anatomical review. Annulus perimeter was 66.4mm with a perimeter derived diameter of 21.1mm, suggesting a 26mm evolut. However, sinus of valsalva (sov) mean diameter measures 26.4 mm. Sov minimum diameter (right coronary cusp (rcc) to commissure and non-coronary cusp (ncc) to commissure) measures 29 mm. Sov anatomy that would prevent adequate coronary perfusion is listed as a precaution in the commercial instructions for use (IFU) section 4.2. Fluoroscopic valve load inspection was not provided for review. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the implant. There is evidence of at least two recaptures. On the final attempt, the valve was deployed to 80% in the cusp overlap view; however, an angiogram was not performed to confirm proper depth at the ncc. The depth was assessed in the left anterior oblique (lao) view and depth of 0-1mm was confirmed and coronary perfusion was noted. Additionally, the valve appeared to be significantly under expanded. Subsequently, the valve dislodged after release. There is evidence that the valve was snared to the ascending aorta. However, the snare was removed prior to the insertion of the new delivery catheter system which appeared to have caused it to migrate to the sinotubular junction. The angiogram shows poor coronary perfusion and significant aortic insufficiency. There is evidence of cardiopulmonary resuscitation attempt. A new valve was eventually deployed, and final angiogram revealed poor coronary perfusion. It was reported the patient died due complications associated with valve dislodgement. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Per the physician, the cause of death was prolonged ischemia. The patient did have comorbidities with respect to their disease state and age but the death was due to procedural complications and valve dislodging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to the patient's anatomy (bicuspid valve/small anatomy), the valve dislodged from the annulus and a second valve was needed. Prolonged ischemic heart failure was reported and the patient did not recover. Subsequently, the patient died. The cause of death was not reported.